Event description:
It was reported by the customer that they are returning their unit to elsg for service. Error code - l2-2002 (product life holster deminishing). The error only registered with the needle in the patient. Please could you repair asap. No further information is available. There was no reported patient consequence.